Event description:
A sales representative reported on behalf of a customer that the 00509122500, round bur, medium, 2.4 mm device was used during a tooth extraction procedure on (B)(6) 2026, and ¿bur snapped during extraction¿. The procedure was completed with the use of an alternate device and a delay of two minutes. Further assessment found ¿the bur fragmented only into 2 pieces. It broke in half. 1 fragment remained was retrieved from patient and the other remained in surgaritome. No other important information". There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.

Manufacturer narrative:
The device will not be returned for evaluation; however, photographic evidence has been provided. Root cause cannot be determined, however, based upon photos; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 2 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of four reports, regarding four devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: do not use burs for plunge cutting. Injury or damage may occur. Bur guards should always be checked before use. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard must be sent for repair immediately. Do not use. Overheating can occur if bur guard bearings are worn or not kept clean. Always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 00509122500, round bur, medium, 2.4 mm device was used during a tooth extraction procedure on (B)(6) 2026, and ¿bur snapped during extraction¿. The procedure was completed with the use of an alternate device and a delay of two minutes. Further assessment found ¿the bur fragmented only into 2 pieces. It broke in half. 1 fragment remained was retrieved from patient and the other remained in surgaritome. No other important information". There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.